Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Arjohuntleigh has received a customer complaint related to the sara 3000 active floor lift. It was indicated that when the device was being used, the resident became weak, lost her body balance and slid through the sling onto floor. The resident received the first aid in an emergency room. Fortunately, no serious injury occurred (the resident experienced a skin tear and back pain). The sara 3000 device involved in the event is an active resident lift. This means that the resident shall have an active participation in the transfer process - from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labeling, is to be mentally and physically capable of at least partial standing capability and stability. In accordance to the information provided by the involved customer facility staff, at the time of incident the resident was not bearing her weight. In regards to the information collected about lack of proper resident mobility, arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before commencing the lifting process. According to the instruction for use (IFU, kkx81010m-en rev.3): "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." It was concluded that when the IFU would have been followed and the professional assessment of the patient before transfer would be provided, the event would have been avoided. It will be recommended to perform re-training for involved staff to avoid similar incidents in the future. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to the failure: patient not suited for use with the device. The occurrence rate of reportable complaints with this fault description is relatively low. In summary, the device was being used at the time of the event and played a role in the reported incident. The device was not up to the manufacturer specification because during inspection identified damaged and worn parts. We report this event to competent authority as falling to floor may result in serious injury if would recur.

Event description:
Arjohuntleigh has received a customer complaint related to the sara 3000 active floor lift. It was indicated that when the device was being used, the resident became weak, lost her body balance and slid through the sling onto floor. The resident received the first aid in an emergency room. She experienced skin tear and back pain.